Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product : 6935m-62 lead implanted 2014-(B)(6), (B)(4).

Event description:
It was reported that five days after the implant procedure, the right ventricular (rv) lead was noted to be "in a pulled state" on an x-ray prior to patient discharge. The lead was repositioned and remains in use. During the lead repositioning procedure, when the rv lead was being reconnected to the device header, the "grommet (did not) fit the wrench" and the setscrew came off within the connector block and was no longer aligned with the screw hole. The device was explanted and replaced. No patient complications have been reported as a result of this event.